Manufacturer narrative:
(B)(4). The rf antenna was confirmed broken when the device was received for analysis. The header has scratches that are approximately perpendicular to the grooved path of the antenna and the scratches extended across the groove in the location of the break in the wire. The antenna was intact during x-ray verification in manufacturing. The wire was broken during handling but the timing of the break was not known.

Event description:
It was reported that during normal device replacement, the antenna component was out of the header. There was no adverse consequences for the patient due to this.